Manufacturer narrative:
Reference record (B)(6). The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. It was unknown if the device involved in the event was discarded or will be returned; therefore, a return sample evaluation is unable to be performed. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation. A bezoar and intestinal perforation are known complications of a j tube placement. Health effect clinical code of 4581 was chosen to capture the event of a bezoar. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
In (B)(6) 2023 a patient in the USA underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube and percutaneous endoscopic jejunal tube (j-tube). A physician reported that the patient experienced acute abdominal pain in (B)(6) 2023. A workup revealed that the tip of the j tube had a large concretion of material (bezoar) on it which peristalsis had grabbed and pulled the j tube distally. The (internal) bumper on the peg tube was pulled into the duodenum. A perforation in the jejunum was found where the tension of the tube eroded through the wall and the patient underwent an resection.

Manufacturer narrative:
Reference record (B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.